Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed; however, the stent cover had several holes. The stent remains implanted, but it is scheduled to be removed after 3 weeks. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.

Manufacturer narrative:
Blocks e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter city, initial reporter country, initial reporter zip/post code and initial reporter phone), e2 and e3 have been updated with the additional information received on april 3, 2024. Block e1: the reported healthcare facility is: (B)(6) hospital . (B)(6). Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed; however, the stent cover had several holes. The stent remains implanted, but it is scheduled to be removed after 3 weeks. There were no patient complications as a result of this event.